Manufacturer narrative:
Medtronic received the following information from the journal article entitled; balloon protection of the left subclavian artery in debranching thoracic endovascular aortic repair yoshimasa seike, hitoshi matsuda, yosuke inoue, atsushi omura, kyokun uehara, tetsuya fukuda, and junjiro kobayashi j thorac cardiovasc surg 2019 volume 157 (4), https://doi.org/10.1016/j.jtcvs.2018.10.061. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant and talent stent grafts, and non-medtronic stent grafts, were implanted in patients for debranching thoracic endovascular repair. The following events were reported: malfunction: type I endoleak.